Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿low¿, however, an exact bg value was not provided. The cause of the reported issue was due to the customer inadvertently requesting and delivering a bolus of 20 units of insulin instead of entering 20 grams of carbohydrates when requesting a bolus. Customer changed the max bolus setting on the pump, and consumed carbohydrates to address the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.